Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. Therefore, this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
It was reported that the surgeon made a lisfranc operation with the anchorage foot plating system. The plate was already implemented in the patient with three locking screws and one cortical screw. The last lock screw "corked" through the locking hole so that it no longer locked onto the plate. Surgeon decided to remove the plate and all the screws and replace them with new ones. The new plate and screws worked fine. Surgical delay approx. 10 minutes. Plate and screws were removed and replaced with new ones.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the surgeon made a lisfranc operation with the anchorage foot plating system. The plate was already implemented in the patient with three locking screws and one cortical screw. The last lock screw "corked" through the locking hole so that it no longer locked onto the plate. Surgeon decided to remove the plate and all the screws and replace them with new ones. The new plate and screws worked fine. Surgical delay approx. 10 minutes. Plate and screws were removed and replaced with new ones.